Event description:
It was reported that device reached elective replacement indicator earlier than expected. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) performance data collected and analyzed from the device revealed battery voltage for battery depletion indicated/elective replacement indicator (eri). Time of eri in save to disk on (B)(6) 2010, device recommended replacement time less than or equal to2.62 volt. Weekly battery voltage log data shows minimum battery equalled 2.64 to 2.58 volts minimum between (B)(6) 2010 and (B)(6) 2011. One patient alert for low battery voltage on (B)(6) 2010. Evaluation summary: (B)(4) the device was returned and analyzed. Actual longevity is < 80% of 99.9% longevity limit. The device was fully functional, with no high current drain or evidence of battery problems. Without the history of the programmed settings throughout its service life, there is no way to determine why the longevity did not match the predicted model.

Event description:
Asku.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available. Evaluation summary: (B)(4) performance data collected and analyzed from the device revealed battery voltage for battery depletion indicated/elective replacement indicator (eri). Time of eri in save to disk on (B)(4)-2010, device recommended replacement time less than or equal to2.62 volt. Weekly battery voltage log data shows minimum battery equalled 2.64 to 2.58 volts minimum between (B)(4)-2011. One patient alert for low battery voltage on (B)(4)-2010.